Event description:
It was reported that a piece of a .018" guidewire had migrated into a patient during an insertion of a nephrostomy tube. The nurse who reported the incident was not sure what part of the body the product had migrated to but stated that the physician on the case felt that the particular part of the body the guidewire particle had migrated to would not cause any harm or problem to the patient and it was not removed. This device is still inside the patient. Therefore, no failure analysis is available. User technique during access and/or patient anatomy may have contributed to this event. However, company is unable to determine the exact cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.